Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not providing enough energy. The surgeon changed cables, etc with no difference but when the harvester changed power supplies the issue was resolved. Power setting at 3. There were no changes in settings that resolved this issue it is unknown if the device shut off after the 15 second activation cycle. It is unknown the age of the hemopro power supply, extension cable, and adapter. The power supply placed was placed on the tower. There was no delay. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.